Manufacturer narrative:
Method: add'l clinical info has been requested. If add'l info is provided, the new info will be submitted in a f/u MDR along with the investigation of the mfg records.

Event description:
The pt had breast reconstruction surgery with implantation of xcm biologic as a 'dermal sling.' Xcm biologic was sutured from the inframammary fold to the pectoralis major. The pocket was irrigated with bacitracin and a breast implant was implanted. At approx 6 weeks post-operative, the pt presented with erythema over the area of xcm biologic implantation. Re-operation revealed purulence and intact but dissolving xcm biologic mesh. Microbial cultures were negative. The breast implant was removed. The outcome of the re-operation was not reported.